Manufacturer narrative:
Concomitant medical products: product ID: 9 735225: pending gfe. Information will not be provided by the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a tumorectomy procedure. It was reported that the device was started up and registration was completed without problems. After a while and without any action performed, the system shut down or froze. Afterwards, navigation could somehow performed when the device was started up again, so it seemed that navigation was able to be performed, but the phenomenon occurred frequently. However, when it was verified on site, there was no reproducibility. The procedure was completed. There was no delay to the procedure and no reported impact on patient outcome.